Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show the curved blade of an harmonic ace instrument that has broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use. There was no instrument collision during the case. The part of the instrument that broke was the blade and a fragment reportedly fell inside the patient. The fragment was retrieved during the same surgical procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: searching for the ultrasonic knife fragments took about 15 minutes, and then the surgery continued. There was no injury to the patient. No x-ray was performed to confirm that no fragments were left behind.